Event description:
It was reported that during pre-dilatation in a moderately calcified, 90% stenosed proximal right coronary artery, the 3.75 x 12 mm trek rx balloon ruptured during the first inflation at 6 atmospheres (atm). Another non-abbott device was used to dilate the lesion and a bare mental stent (bms) was implanted. There was no adverse patient effect or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: heartrail 6f al1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database revealed no other similar incidents of balloon rupture were reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.